Manufacturer narrative:
The event regarding death was reported under MFR# 2916596-2018-05421. The approximate age of the device was 4 years. The manufacturer's investigation noted an incidental finding. Manufacturer's investigation conclusions: the reported event of a pump stoppage was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed a damaged drive circuit component. As a result the system controller was not able to operate a test pump in primary mode during analysis. The data log file was successfully retrieved and it was filled with events where the controller was unsuccessfully attempting to start the pump. These events were accompanied by low speed hazard and low flow hazard alarms. The recorded power ranged between 0-32.6 watts, the flow estimation was 0-0.3 lpm, and the pi was 3.8-10.3. The voltage levels associated with the alarms mentioned above suggested that the controller was connected to 14v batteries. Although a specific root cause for the damaged drive circuit component and the atypical events captured in the log file was not able to be determined, based on our experience they appeared to be related to a compromised driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient felt the pump stop and had chest pain. The patient became asystolic and was found with the pump stopped. Cardiopulmonary resuscitation was started and inotropes were given but the patient did not respond. The patient had refused to do a pump exchange or percutaneous lead repair and was using an ungrounded patient cable. The patient expired on (B)(6) 2018.